Event description:
The device was used during an unspecified pediatric procedure. Reportedly, there was clip slippage and the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/30/1997-supplemental report #1 sent to FDA. Device not available for eval.